Event description:
It was reported by the customer that a pyxis anesthesia es system was not communicating. The customer reported that the station was connected to the port but it was not communicating. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network cable connection issue. A field service engineer reseated the network cables and rebooted the machine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.